Event description:
Correspondence received from a customer stating "in 1999, a pt at hosp underwent a gall bladder surgery. A piece of allport jaw broke off. The surgeon looked for it laparoscopically and could not retrieve it. He irrigated and suctioned the operative area in hope he can remove the broken piece. It was not found. There was no adverse outcome to the pt."